Event description:
It was reported that cartridge was not fully snapped into pump, and caller initially could not reload cartridge successfully. There was no reported impact to the customer¿s blood glucose level. Caller inspected pump and cartridge with technical support guidance, cleaned pneumatic tap area, followed on-screen instructions, ensured cartridge clicked into place, and ultimately completed load process and resumed insulin; no additional information was received regarding the outcome of the event.